Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
Case description: biomed need assistance on 8300 sn (B)(4), running a pm but leak down test was failing. Failure device type: alaris system instrument. Failure problem type: 8300. Oridion board- failed leak down test. Failure mode: see case notes. Case resolution: I assisted biomed on 8300 sn (B)(4), running a pm but leak down test was failing. Resolution, to re-verify the test tubing jigs on the module inlet and module exhaust. It appears that biomed found the leak from the tubing jig.